Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The filter was returned for evaluation and met all the required specifications. Two legs were crossed. No other visual anomalies were identified. The complaint investigation is inconclusive for deployment issues as the sheath and delivery system were not returned and images were not provided for evaluation.

Event description:
It was reported that during deployment of a vena cava filter, the last two legs remained inside the deployment sheath. Additional attempts to complete the deployment were unsuccessful. The filter was removed with a snare device and another filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.